Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), product type: catheter.

Event description:
Information was reported by a healthcare professional (hcp) via a company representative regarding a patient receiving infumorph (10 mg/ml at 1 mg/ml) from an implanted pump. The indication for use was non-malignant pain. During a surgical procedure on (B)(6) 2016, when the physician tried to place the catheter the stylet pierced the end of the catheter. It was noted that the catheter was bad. A different catheter was implanted. At the time of the report the patient was alive with no injury. No symptoms were reported related to the catheter issue.

Manufacturer narrative:
Analysis of the catheter found no significant anomaly.

Event description:
Additional information was received from a manufacturer representative. It was reported that the issue was not an out of box failure. The health care provider had difficulty getting the catheter in and went to reposition the needle. When the health care provider pulled everything out, the place where the stylet pierced the catheter was observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.